Event description:
It was reported that the atrial lead triggered a lead alert and infinite impedance was noted. During isometric testing, oversensing was noted when the lead was programmed to bipolar. The lead was programmed to unipolar and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was undefined. The auto lead diagnostics shows atrial lead impedance lifetime max was greater than 9,999 ohms. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was variable. The auto lead diagnostics shows atrial short circuit paces with lead impedance <(><<)>200 ohms and an atrial lead warning occurred. The lead impedance then increased and has varied. (B)(4).

Event description:
It was further reported that the atrial lead had high threshold which triggered an alert. The lead impedance was also noted to have decreased and then increased. The impedance was noted to be stable over the previous six months. The lead was also noted to be undersensing. Programming was changed to vvir mode.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addrl1 implantable pulse generator (B)(6) 2009; 5054-52 implantable pacing lead (B)(6) 2009. (B)(4).